Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. The reported loose or intermittent connection was unable to be confirmed during the return analysis, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the device being connected was compromised, resulting in the reported loose/intermittent connection; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the sideport of a copilot bbcv device was unable to be screwed onto the stopcock. There was no patient involvement. No additional information was provided.